Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported on the adc device. A caregiver reported receiving an unspecified low sensor scan when compared to a result obtained from a healthcare professional (hcp) meter. No symptoms were reported however, the customer had contact with the hcp who administered insulin (type/dose unknown) for treatment. It was further reported that s glucose result of 8.8 mmol/l was obtained from the hcp meter but it is unknown when the reading was obtained in relation to when the treatment was provided. There was no report of death or permanent injury associated with this event.

Event description:
A low reading issue was reported on the adc device. A caregiver reported receiving an unspecified low sensor scan when compared to a result obtained from a healthcare professional (hcp) meter. No symptoms were reported however, the customer had contact with the hcp who administered insulin (type/dose unknown) for treatment. It was further reported that s glucose result of 8.8 mmol/l was obtained from the hcp meter but it is unknown when the reading was obtained in relation to when the treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section h4 (device mfg date) was updated based on returned product download. All pertinent information available to abbott diabetes care has been submitted.